Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) recently experienced an inappropriate shock. The device was programmed to a monitor only vt-1 tachy zone in a 3-zone configuration. This configuration in the device misinterpreted an arrythmia in the vt-1 zone and the detection enhancements did not prevent the device from treating the episode. Device operation and programming was discussed with technical services. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.